Event description:
Boston scientific crm received information that this dextrus right ventricular lead is fractured and impedance measurements have increased from 530 ohms to 2320 ohms and there is no capture. The patient is not pacemaker dependent and thresholds are a little better in unipolar configuration. The caller stated that they will keep the lead programmed to a split configuration until the next steps are determined by this patient's physician. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received. The event date that was reported to us, occurs before the implant date. Therefore the event date will not be reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.